Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 451 mg/dl. Customer advised they had bad sensor alert and high differentials between their sugar glucose versus blood glucose in addition to the high blood glucose.